Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. The right ventricular (rv) lead exhibited possible loss of capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.